Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure lens found to be faulty when taken out for the procedure. It was also stated that wound assist insertions, but iol came out of the incision. There was no impact to the patient. The procedure was completed with back up lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).